Event description:
Event description boston scientific, crm received information that this cardiac resynchronization therapy defibrillator (crt-d) device had a battery voltage of 3.21 v prior to implant. A boston scientific technical services (ts) consultant recommended that the device be returned. No adverse patient effects were reported.